Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626798,826283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), anaemia ("anemia"), migraine ("migraine headaches") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anaemia, migraine and autoimmune disorder outcome was unknown. The reporter considered anaemia, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: insertion details- right side- two coils remaining for visualization. Left side- four coils remaining for visualization. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Lot number, reporter information, rcc and patient's aka name was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. (626798,826283)- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), anaemia ("anemia"), migraine ("migraine headaches") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anaemia, migraine and autoimmune disorder outcome was unknown. The reporter considered anaemia, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: insertion details- right side- two coils remaining for visualization. Left side- four coils remaining for visualization. Lot number reported (626798 and 826283) are invalid. Most recent follow-up information incorporated above includes: on 8-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), anaemia ("anemia"), migraine ("migraine headaches") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (scheduled for surgery in (B)(6) 2020). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anaemia, migraine and autoimmune disorder outcome was unknown. The reporter considered anaemia, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), anaemia ("anemia"), migraine ("migraine headaches") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (scheduled for surgery in (B)(6) 2020). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anaemia, migraine and autoimmune disorder outcome was unknown. The reporter considered anaemia, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.